Manufacturer narrative:
The device was sent back to zimmer (B)(4) facility for evaluation, upon investigation the issue was confirmed to be related to a design issue. The design was changed to resolve this failure. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
It was reported that during the sterilization process, a spike fractured off. The issue occurred during the sterilization process which there were no surgery delays or adverse patient harm reported.